Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, a physician had trouble inserting a non-boston scientific lead into the header of this pacemaker. The physician elected to switch devices and the lead inserted without difficulty into the new device. The pacemaker was disposed of at the hospital and was never in service. No damage to any products was noted and no adverse patient effects were reported.